Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failing the downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as the downstream sensor values were found out of specification. The force sensor no tube calibration and force sensor scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the downstream occlusion test in the biomedical service department. There was no patient involvement. No additional information is available.